Manufacturer narrative:
Device was used for treatment, not diagnosis. Concomitant devices: attachment devices, hand switch device, handpiece device. Reporter's phone number: (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 4 of 5 for the same event. It was reported from (B)(6) that during an unspecified surgical procedure it was observed that the electric pen drive device had a bad contact and would sometimes stop when used with three attachment devices, a hand switch device, and a handpiece device. It was reported that there was no delay in the procedure due to the event as an unspecified spare device was available for use. It was reported that the procedure was successfully completed. There was patient involvement reported. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.